Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports 0001822565 - 2023 - 03262. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported 5 months post implantation, the patient experienced polyethylene wear of acetabular component resulting in 3 hip dislocations and pain due to acetabular component deteriorating. There is no additional information at the time of this report.

Event description:
It was reported that 5 years post implantation the patient experienced polyethylene wear of acetabular component resulting in 3 hip dislocations and pain due to acetabular component deteriorating.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure 5 years post implantation due to 3 hip dislocations and polyethylene wear. There is no additional information available at the time of this report.

Manufacturer narrative:
The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. The patient reports suffering from dislocations, with findings from a CT scan were suggestive of poly wear. A revision occurred; however, those notes were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.